Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed because the implanted clip detached from the posterior mitral leaflet and remained attached to the anterior leaflet. It was reported that a mitraclip procedure was performed on (B)(6) 2015. One clip was implanted reducing the functional mitral regurgitation grade (mr) from 4 to 1. There was no difficulty with visualization. Leaflet assessment was performed during the index procedure and satisfactory. During a routine echocardiogram on (B)(6) 2016 the clip was noted to be released from the posterior leaflet. The mr increased to grade 3. No intervention has been performed since the patient is asymptomatic; however, the physicians are considering whether they should do an intervention now or wait for symptoms. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation as the mitraclip remains in the patient anatomy; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation concluded that a definitive cause for the single leaflet device attachment resulting in incomplete coaptation could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of worsening mitral regurgitation as listed in the instructions for use is a known possible adverse patient effect associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing the initial medwatch report filed, the following new information was received: as of 02/19/2016, no additional treatment has been performed for the single leaflet device attachment.